Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis revealed no anomalies. Grommet damage was noted.

Event description:
It was reported that during implant attempt, the doctor could not unscrew the is-1 port setscrew. Device could not be implanted. No patient complications have been reported as a result of this event.